Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was returned on a pigtail mandrel with the distal end of stent covered by stent protector. The stent was severely damaged the whole length with most severe damage and bunching noted on the middle section of stent. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The crimp data verifies that the crimp force and crimp temperature were within specifications. A stent protector was returned for analysis and the stent protector inner diameter was measured and the result was within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Stent detachment most likely occurred due to handling during preparation following removal of the stent protector. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The review of the manufacturing data confirmed that the returned device conformed to the preventive measures and controls per product details. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 24 synergy ii drug-eluting stent, it was noted that the stent came off with the stylet. The device was not used and the procedure was completed with a non bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 24 synergy ii drug-eluting stent, it was noted that the stent came off with the stylet. The device was not used and the procedure was completed with a non bsc device. No patient complications were reported.